Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited respiratory rate trend (rrt) sensor oversensing as observed on stored atrial tachy response (atr) episodes. It was also noted that the right atrial (ra) lead pace impedance measurements were in the 450 ohm to 550 ohm range but there was a high measurement of 1330 ohms two months earlier. These pace impedance measurements are within normal specification limits. The ra lead is not a boston scientific product. Boston scientific technical services provided guidance to the boston scientific representative to consider programming the respiration-related trend to off and monitor the ra lead for out of range pace impedance measurements. The products remain in-service. No patient symptoms or adverse patient effects were reported.